Event description:
Report received from the USA stating that the "rings inside" of the device were "facing at an angle" and would not allow the burrs to be inserted into the attachment. It was unk to the reporter if the device was used in surgery. There were no injuries or medical intervention reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and met manufacturing specifications. The event could not be duplicated therefore, the event was not confirmed. If additional info is received, a supplemental report will be sent.